Event description:
The surgeon noticed what he believed was condensation on his eye-wear face-shield. Upon further inspection, the surgical team realized that it was an oily build up. At that point the scrub nurse inspected the drill motor. She ran the drill motor and adjusted the angular position while holding her hand over the motor and soon detected a slight oily residue on her hand. The reported incident occurred while the pt was on the operating table for a laminectomy, but preceding entry to the dura. Suspecting that the oily mist may have invaded the sterile fields, the surgical site was irrigated. The sterile field was re-draped and then a decision was made to abort the procedure. The pt was treated with prophylactic antibiotics. The pt was placed under observation and the surgery rescheduled for a later date.